Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that a neonate received the result of 35 mg/dl at 5:33 am and 46 mg/dl at 5:38 am on the inform system compared to a result of 28 mg/dl drawn at 5:45 am for lab system test. Reporter stated that the neonate received formula and 10 ml of e20. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.